Manufacturer narrative:
This report was initially submitted in response to notification from a customer in (B)(6) regarding discrepant results associated with vitek®2 ast-n202 test kit. The customer reported obtaining an incorrect test result during an external quality control study (neqas). A strain of escherichia coli was tested on the vitek®2 and the result was amoxicillin/clavulanic acid (amc) "susceptible" instead of the expected result of "resistant". An internal biomérieux investigation was performed. The customer's strain was tested from tsab subculture. The reference method (agar dilution, ad), which was the method used for amc development (formulation amc01n) on vitek 2 ast-n202 cards, gave: amc mic = 8/4 mg/l s (within 1 doubling dilution, the category can be s or r). The reproducibility testing on vitek 2 ast-n202 cards (customer lot 5720386203 and random lot, 5720331103) gave: amc mic = 8 mg/l s on the customer lot. Amc mic = 4 mg/l s on the random lot. The customer's susceptible results were reproduced; however, the results are within essential agreement compared to the reference ad mic without category error. The investigation concluded the vitek 2 ast-n202 card performed as intended.

Event description:
A customer in (B)(6) notified biomérieux of discrepant results associated with vitek®2 ast-n202 test kit. The customer reported obtaining an incorrect test result during an external quality control study (B)(4). A strain of e. Coli was tested on the vitek®2 and the result was a false sensitive result instead of the expected result of resistant for amoxicillin/clavulanic acid. This is an external quality control there is no patient associated with this event. An internal biomérieux investigation will be initiated.